Manufacturer narrative:
On 01/17/2017 - update from (B)(6) 2016: it was reported there was high, out-of-range pacing impedances on this ra lead of greater than 2000 ohms. No syncope was noted. Update: 10 jan 2017: this ra lead was explanted on (B)(6) 2016 and has not been returned. Device codes have been updated to reflect this new information.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead displayed noise. There is no mention of intervention.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. Only the proximal fragment and a separate 2 cm long piece of the outer conductor coil were received for analysis. The distal fragment including the lead tip were not returned for analysis. The returned lead fragment were visually and electrically analysed. The visual inspection revealed cuts in the insulation. Blood penetrated the lead in these areas. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.